Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.00mm x 15mm emerge balloon catheter was advanced to pre-dilate the lesion. However, during the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. It was replaced with a non-bsc device and the procedure was completed. No patient complications were reported.